Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl after difficulty inserting an infusion set during a supply change. The issue was due to the set not being cocked before insertion. A new set was used with guidance, and bg values began returning to range. No symptoms were reported, and no medical intervention was required.